Event description:
It was reported that there was a "tear in the line". Caller stated that there were other complications with her surgeries, unrelated to the pump, that were contributing to her pain. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).